Event description:
A minimum fill notification was reported by the caller, who was attempting to load a new cartridge with insulin. There was no reported impact on the customer's blood glucose level. The caller initially faced issues with insulin not coming out of the tubing and received a follow-up notification, but after consulting with technical support, the issue was resolved by using a new cartridge. The problem was identified as a pressure deficit caused by withdrawing too much air, which was corrected successfully.